Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had detected several episodes of noise resulting in anti-tachycardia pacing. With the noise the shock channel goes flat and then therapy was delivered. Pacing inhibition, unknown duration, was reported which results with the patient feeling dizzy. Pocket manipulation and isometrics were not successful in reproducing the noise. Lead diagnostics were reported as normal. There was inquiry of off-label use of the left ventricular (lv) lead being used in the rv port as this patient has bilateral vessel occlusions. A boston scientific technical consultant discussed this off-label use and potential risks. It was unclear to the field representative what the physician may elected to do.

Manufacturer narrative:
It was later reported there was a known issue with a lead revision to be done. However, again recently this right ventricular (rv) lead continued to have varying noise episodes on the r/s and shock channels. The noise was oversensed and created inhibition in this dependent patient. The rv sensitivity had been reprogrammed to 15 mv and the patient reported feeling fatigued and limited with walking exercise. Impedances had been stable as previously reported. Again, the noise could not be recreated with isometrics or pocket manipulation and the patient reported being no sources of electromagentic interference (emi) around their environment. However, the noise was produced when the patient was pushing themselves out of bed and with valsalva. In addition, noise was present on all three electrograms with shoulder twisting. A rise in atrial impedances, non-boston scientific atrial lead, had also been reported. There was inquiry if this could be related to a header issue and the field representative reported the physician was still contemplating switching the rv and lv leads in the header. Technical services discussed device design and possible troubleshooting as well as off label use. The physician was aware but wanted to know all the options. Final resolution is still pending.

Manufacturer narrative:
It was later reported that this rv lead was partially surgically abandoned. It was reported that this lead was showing signs of first rib crush. During the lead revision, pacing inhibition was occurred when the physician wiggled on the yoke of this lead. The lead was cut at the yoke and returned for analysis. A new lead was successfully implanted and inserted into the chronic device with normal function. This investigation will be updated should further information be provided.

Manufacturer narrative:
Resolution was requested from the field representative who later reported that the physician elected to make programming changes. However, the patient continues to have noise, pacing inhibition, and dizzy spells, but not syncope. The physician has elected to monitor very closely over the next couple of week and then reassess at that point. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that on-going noise is detected in the vf zone. With the previous programming changes there had been no further therapies and less episodes of noise. However, recent noise was detected while the patient was sleeping and asymptomatic. Nothing was visualized on an x-ray. Lastly, lead impedances had been stable except for one impedance measurement which was measured at 1000 ohms when normally around 400 ohms. The physician reported that this patient was believed to be completely occluded on the other side and had an ejection fraction of 55%. There was inquiry of swapping the right atrial (ra) lead and the right ventricular (rv) lead and just using the device as a pacemaker or to consider a cardiac resynchronization therapy pacemaker (crt-p). Technical services discussed the use and risk, discussed possible causes of the lead issue, and advised it the physician discretion on how to proceed. Resolution has been requested from the field representative who later reported that the physician has elected to continue to monitor this issue at this time.